Manufacturer narrative:
(B)(4). Date sent: 5/25/2023. Batch # 978a10. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload present. The manual override door was out of position. The override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose, which lead to the device not been able to fire. In addition, loose switch blocked the closure trigger from open or close. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 798a10, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after the fire, could not reverse the knife. Used manual override to reverse the knife. No patient consequence reported.